Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a tip clamp in the reported problem area of the pipetter assembly. The fse cleaned all tip clamps, plunger clamps and sleeves, verified x-arm alignment and calibration. The instrument was inspected, tested without further problem, and returned to service.